Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump doesn't recognize when the cassette is locked and keeps indicating it was unlatched. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for analysis. The service history review identified there was no previous service history in the past 12 months. The reported issue was confirmed latch/lock test. The latch/lock sensor was replaced. Further investigation found that the upstream occlusion sensor (uso) was not sensing, and the seal was damaged. The uso/dso sensors were calibrated. The device then passed all tests after the repairs.